Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, after the pocket was opened, insulation damage was noted on the right atrial (ra) lead. The physician repaired the ra lead. The patient was in stable condition.